Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis. On an unreported date in (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The samples were not taken prior to antibiotherapy. At the time of this report, the results of the analysis were pending and the culture result was unknown. On (B)(6) 2010, the patient was treated with reflin injection 250 mg ip once daily (continuing), orzid injection 250 mg ip once daily (continuing) and heparin injection 1000 iu once daily (continuing). The event of peritonitis was resolving. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the nurse, the event was unrelated to pd therapy. The root cause of the peritonitis was unknown. Additional information was received on (B)(6) 2010. The results of the peritoneal effluent culture, performed on (B)(6) 2010, revealed "no growth" and the leucocyte count was "not available". On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the event of peritonitis resolved and remedial treatment with reflin, orzid and heparin was discontinued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.